Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 30, 2021. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H6 (identification of evaluation codes 10, 3331, 3259, 3224, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings #1: 3259 - improper physical structure. Investigation findings #2: 3224 - optical problem identified. Investigation conclusions: 19 - cause traced to user. The returned sample was visually inspected for damage and looked through the endoscope directly to read some print matter. A visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses. This resulted in the cloudy visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope was cloudy. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.